Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the implant appears to have been intentionally cut on one end. The cable component failed on the crimp-side of the device. Unable to determine the cause of the event at this time. The device will be sent for further testing: metallurgical.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace a fractured rod. No patient complications were reported.